Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. Treatment, cause and outcome were not reported. On an unreported date, dianeal therapy was discontinued. Additional information is not available.